Event description:
It was reported there a catheter occlusion. There was very poor cerebrospinal fluid (csf) return when the catheter was aspirated intra-operatively prior to tunneling to the pump. The purse string was removed with no improvement in flow. The catheter tip was at t12 (thoracic), so the doctor retracted slightly with no improvement in csf flow. The catheter was flushed with preservative-free normal saline, with still no improvement in flow. The catheter was removed and replaced, with the new catheter having good csf return to both gravity and aspiration. No diagnostic testing or troubleshooting was performed or required. There were no drugs in the system at the time of the event. The patient status was ¿alive- no injury¿ at the time of the report and there were no patient symptoms or complications associated with the event. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.